Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also stated that during the procedure the physician was unable to plug in the non boston scientific leads to the boston scientific ipg. The patient underwent a revision procedure wherein the non boston scientific leads was replaced with a boston scientific leads.